Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus (B)(4), (received at (B)(4) on 2022-12-08). The evaluation at (B)(4) confirmed the ceramic insulation at the distal end of the inner sheath to be damaged. The type of damage found is typically caused by thermo-mechanical fatigue caused by wear and tear and/or mechanical overload, possibly as a result of excessive force. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged, whether the damage was triggered during the last procedure or during reprocessing. A manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that the ceramic insulation at the distal end of the inner sheath was found to be damaged during reprocessing. No further information was provided but there was no report about an adverse event or patient injury.